Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they have been having issues with the device from the get go. Patient said they dropped the first controller in the water and had to get a new controller. Patient also said they went through some metal detectors and screwed it up. Patient met with a representative at dr. Office and the representative put the unit in b mode and only 2 of the bars work. The representative was supposed to get the patient a new one because nothing was working on it but patient has been going through it since it's been rough. Patient mentioned he gets electrical shocks and his hip hurts again and they are sending shocks through their hip. Patient gets up in the morning and has so much pain but when they turn it on it works for a little while and then starts messing up and they start getting shocks out of the ordinary. Pt states been this way a year now. Patient even turned the power down but the shocks were too big. Pt states he was using a and b but they are just not helping. Pt has not been to the healthcare provider (hcp) on the shocking concerns and agent directed to hcp to have this looked at. Patient reduced the stimulation way down now. Agent asked if patient has seen a doctor for the shocking and patient said no because they got the machine so they wouldn't have to see a doctor anymore and the doctor is not going to help them with this because this is a controller and a unit and they don't want to go get pain pills because they are tired of being on the pain pills. During the call agent had pt reset equipment however since the controller is damaged from being dropped agent is sending controller and pt will call back when he gets the replacement. Pt states charges up but doesnt give correct stim and has this shocking. Agent reviewed that issue has to be addressed by hcp. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Agent had a hard time following the patient during the call.